Manufacturer narrative:
(B)(4). Eval of the incident device found it to function normally and within specifications. Nothing was identified that would have caused or contributed to the reported event. Attempts to obtain add'l info have been made, but the customer has not responded. The IFU states to always place the active accessory in a clean dry insulated safety holster when not in use. Electrosurgical accessories that are activated or hot from use can cause unintended burns to the pt or surgical personnel.

Event description:
The customer reported that the generator was set at 45w coag, 45w cut. The volume was turned down all the way on the generator so no tones could be heard. There was a holster in the sterile field but it was not being used. After completing the surgery and closing the incision, the surgeon picked up the pencil to coagulate bleeders and noticed that the device was activated w/o the button being pushed. The sound was turned up on the generator and an activation tone was heard. The pencil was unplugged and plugged back in and the activation tone stopped. The surgeon continued to use the pencil and then laid the pencil on the pt's stomach. The pt sustained a burn from the device.